Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown, however it was reported that the blood glucose levels were high. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.